Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position during which air was introduced into patient. The pascal device had been advanced approximately 5 cm into the guide sheath (gs). The gs was aspirated with 45 cc of blood and subsequently flushed with 50 cc of saline. Upon elongation and closure of the pascal device in the left atrium, a small continuous air bubbles flow was observed emanating from the gs tip. An additional aspiration of 30cc of blood from gs was performed, and the bubbles stopped. However, the bubbles reappeared once aspiration ceased. The decision was made to bailout, and replace both the gs and the pascal device. The case proceeded uneventfully with a successful result. The patient was under general anesthesia throughout the procedure and exhibited no symptoms. As per medical opinion, the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H6 investigation code (type of investigation): analysis of images and labelling review. H2 and h11: device evaluation and additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence via visualization of air bubbles in returned imaging. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Product evaluation revealed no defects. The returned guide sheath was able to be flushed and aspirated without issue, and the unit passed leak testing. Imaging evaluation was able to confirm the presence of air bubbles during implant positioning but was unable to determine the source of the air or confirm the observation of an air bubbles coming from the gs. Potential root causes for the presence of air may include variations in procedural use (omission of a flushing/de-airing step and/or improper stopcock/syringe technique), or air from a non-pascal source. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6 and h2. H11: additional manufacturer narrative. This supplemental is being submitted for image evaluation results of the event. The investigation is still ongoing. After review of procedural images, a small number of air bubbles (approx. 10) were present in the right atrium, prior to trans-septal puncture and introduction of the ew guide sheath. During navigation of the implant within the left atrium, a small number of bubbles appeared to persist. The source of the bubbles was not clear. Images of the bail out maneuver were not provided. The images provided were unable to confirm any device related issues or malfunctions.